Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4) reported event was confirmed as visual examination of the returned product identified the ball hex feature is fractured. Device was sent for further testing and found the fracture surface artifacts indicate a ductile torsional overload fracture. Device history record was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported, when reaming the glenoid to prepare for augmented glenoid, the reamer was catching on some of the retractors causing the hex ball reamer shaft to break. No adverse events have been reported as a result of the malfunction. Attempts have been made and there is no further information at this time.

Event description:
Upon reassessment, it has been determined that this device did not cause or contribute to serious injury and has not been reported for doing so previously. The initial report was forwarded in error and should be voided.

Manufacturer narrative:
(B)(4). Upon reassessment, it has been determined that this device did not cause or contribute to serious injury and has not been reported for doing so previously. The initial report was forwarded in error and should be voided.